Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the controller had gone into a different language. Pt said the controller was not letting them charge either (agent understood controller didn't go immediately into charging/batteries screen). Patient service specialist walked patient through resetting the controller and saw the position recharger screen; pt confirmed recharger was connected. After reset, patient was able to change the language back to english. Pt was able to check current battery levels and both were at 80%. Agent advised they try to charge the ins and call back if they had further difficulties. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from the patient. Pt called reporting same events and states the screen says stimulation off and nothing works and still says same message. Agent walked pt through turning back on stimulation and pt attempted to increase and still didn't feel stim. Pt states she has never felt stim and doesn't have pain. Pt will call back if further questions arise.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.